Event description:
The affiliate co reported that during a tunica vaginalis testis procedure the needle was placed lateral to the retro pubic space or channel of intent and the needle perforated the external illiac artery resulting in a catastrophic bleed. The surgeon recognized the bleeding and performed further dissection of the anterior vaginal incision and placed a suture. The surgeon assumed that the bleeding was controlled. The procedure was completed without incident. Fifteen to 20 minutes post-op, the pt presented a distended abdomen and discoloration of the right leg. The pt's blood pressure had dropped and the hemoglobin was 2. The pt returned to the or and the location of the bleeding was identified. A vascular surgeon was called to control the bleeding and stabilize the pt. The pt was stabilized in ICU.